Manufacturer narrative:
(B)(4).

Event description:
It was reported to gore that a patient presented with a claudication in the right leg with a stenosis/occlusion between the superficial femoral artery and the popliteal artery. On (B)(6) 2013, a gore® viabahn® endoprosthesis was implanted. On (B)(6) 2013, an acute thrombosis of the endoprosthesis was diagnosed and a surgical bypass procedure was successfully performed. On (B)(6) 2013, a major amputation of the leg was performed.

Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted because the lot number remains unknown. The device is unavailable, so no engineering evaluation can be completed. Multiple attempts were made to get additional information regarding the event. No further information was provided.

Event description:
It was reported to gore that a patient presented with a claudication in the right leg with a stenosis/occlusion between the superficial femoral artery and the popliteal artery. On (B)(6) 2013, a gore viabahn endoprosthesis was implanted. On (B)(6) 2013, an acute thrombosis of the endoprosthesis was diagnosed and a surgical bypass procedure was successfully performed. On (B)(6) 2013, a major amputation of the leg was performed. This incident was from a retrospective evaluation of patients (conducted by dr. (B)(6)) who were treated with covered stents and bare-metal stents of occlusive disease of the femoropopliteal artery between 2009 and 2012.